Event description:
It was reported that the lead exhibited rising impedances, no capture, and an apparent fracture. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. The proximal conductor was fractured. The outer insulation exhibited a cosmetic depression and a white substance.